Event description:
It was reported to boston scientific corporation that an interject injection needle catheter was used during a colonoscopy procedure performed in 2008, according to the complainant, the needle failed to inject the india ink to mark the location on the pt." And, the physician stated that "it was a difficult fold." Reportedly, the injection was achieved using another interject injection needle catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.